Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure.additional text: perc lead tear.specific component(s) involved: external controller malfunction.additional text: perc lead tear.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify other intervention : clamshell repair implant device. Type: lvad.